Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4)_investigation_17jun2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false positive" will continue and there are no additional recommended actions at this point. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: - assay false amplification (design defect) - air bubbles in reaction chamber (design defect) - assay contamination/degradation (process failure) - improper storage/handling (use error).

Event description:
The customer provided a review on amazon on (B)(6) 2024, and it was publicly visible until (B)(6) 2024. Customer reported 1 false positive. No evidence was provided on the review. It is not clear when the test was run.